Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, electromagnetic interference (emi) was over sensed by the implantable cardioverter defibrillator (ICD) as a magnet was not applied prior. As a result, an inappropriate shock was delivered. No changes or intervention was performed, and the patient will continue to be monitored. There were no patient consequences.